Event description:
Additional information received reported that the patient had their pump replaced in (B)(6) 2012. The patient had gone into the health care provider¿s (hcp) office for a pump refill in and the hcp ¿thought he missed the point, where it goes in the thing in there.¿ the patient was then scheduled for a follow up appointment because there was concern of the medication ¿leaking out into the stomach.¿ it was also said the pump started to beep; the patient did not know why it was alarming. The patient went to her follow up appointment, and a manufacturing representative met her and the hcp there. It was said the pump could not be started and had to be replaced. The caller indicated there were three medications in her pump; fentanyl and two other medications she could not recall. It was noted that the patient also referred to her device as ¿the morphine pump¿ as well.

Event description:
Additional information later received from the hcp reported the pump was replaced on (B)(6) 2012 due to eos. The hcp had no record of any pocket fills. The last time the hcp saw the patient was (B)(6) 2013. The patient had clonidine 25 mcg/day and marcaine 1 mcg/day in the pump. The pump was in a safe state because it had reached eos. The patient was ¿doing well¿ the last time they saw her.

Event description:
It was reported that an alarm was heard and confirmed by telemetry as critical due to "reset occurred - low battery", safe state occurred. The pump was replaced. Drugs delivered via the device were fentanyl, clonidine, and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was later reported that when the pump was ¿beeping¿ the patient was told to ¿get down there fast because it might be leaking¿. The patient just couldn¿t live without the pump and it was amazing what the patient could do.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2006-(B)(6), explanted: unk; catheter model: 8590-1, lot# n071802, implanted: 2006-(B)(6), explanted: unk. (B)(4).

Event description:
Additional information later indicated that when the reporter saw the patient there was no problems with the pump. Information reported made it unclear when the patient had last been seen by the reporter or when issue occurred.

Event description:
It was later reported the patient didn¿t know what was wrong and for four days she couldn¿t even get to the kitchen and ¿if she had to go through that again, ¿she would,¿ you know kill herself.

Event description:
It was reported that the pump logs said ¿reset occurred, low batter, reset occurred, reset occurred, low battery, alternating¿, and it looked like it all started today. Pump logs also said motor stall occurred, a reset occurred and the pump is in safe state. It was discussed trying to program pump back to simple continuous dosing until the pump explant scheduled for the following day. It was reported that the patient heard something prior to today, but they were not sure because they thought that the alarm was just something in their house until they realized the noise was coming from the patient. It was reported that the patient was not exhibiting any signs of withdrawal or anything, yet. The patient came in because the pump was alarming. Fentanyl was the primary drug in the pump.

Manufacturer narrative:
(B)(4).